Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported error message and subsequent cancellation could not be determined.

Event description:
During a procedure, amplifier errors occurred and the procedure was cancelled. The errors were cleared by selecting the message, however the procedure was cancelled. The patient was stable.